Event description:
Healthcare professional reported a right side rupture.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: crease fold, deformation, wear abrasion and weight within specifications. Cloudy in the gel observed after autoclave cycle. Based on the device analysis the final assessment is: the unit is not ruptured.

Event description:
Healthcare professional reported right side rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was rupture.

Event description:
Healthcare professional reported a rupture on an unknown side. Device has been explanted.